Event description:
It was reported that when an asymptomatic patient presented via follow up remote monitoring, post-paced t-wave oversensing was observed. The device was reprogrammed. The patient remained asymptomatic and would continue to be monitored.